Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Unable to perform the functional testing, including the operating currents measurement, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to lcd anomaly. Pump had scratched case and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump only has a partial display screen due to being dropped. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.